Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive, the touch screen was unreadable, and the battery was depleting quickly. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.